Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported event as no problem was found. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided relating to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unk. (B)(4).

Event description:
A healthcare professional reported that the system failed to switch to phaco during a cataract extraction procedure. The case was aborted and the pt was transferred to a different location to complete the surgery. Current pt status is unk. Additional information has been requested.